Event description:
Procedure type: colectomy - functional end to end anastomosis. According to the reporter: at the first firing, the handle could not be squeezed after first squeeze. The jaws did not grasp any hard material like endoscopic clip or other obstruction. A new stapler and new cartridge were opened to continue the surgery. No other problem was occurred after that. There was tissue damage and additional tissue loss. There was no bleeding reported nor was operating time extended.

Manufacturer narrative:
(B)(4).